Event description:
During surgery, right shoulder arthroscopic rotator cuff repair, the tip of a disposable suture grasper got caught in the patient's tissue and broke/came apart while surgeon was attempting to remove it. Initially, surgeons were unable to visualize the broken tip with the arthroscope, and ordered fluoroscopy to confirm tip was in shoulder and aid in its retrieval. By the time x-ray was available they had visualized the broken tip with the arthroscope and were abe to retrieve it with minimal difficulty and minimal damage to patient's shoulder.